Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced loss of consciousness and was provided cola for treatment. There was no report of death or permanent injury associated with this event. A sensor scan of 90 mg/dl was obtained and compared to a built-in meter result of 500 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown.